Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient diagnosed with aortic valve stenosis and classified as nyha functional class ii underwent an initial implant procedure with an evolut pro+ valve. The patient had comorbidities including diabetes mellitus (treated with oral antidiabetics), dyslipidemia, and hypertension, and was receiving ongoing pharmacological therapies such as asa, ace inhibitors, beta-blockers, potassium-sparing diuretics, and statins. Pre-procedure electrocardiography revealed right bundle branch block and left anterior fascicular block. Following the valve implant, moderate paravalvular leak (pvl) was observed and not treatment was reported. At discharge, standard electrocardiography showed no abnormalities, and the patient was discharged home with no late complications.